Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 malfunctioned. Reported by customer having a level 1 infuser in our ed. There has been some issues with the infuser. It will start out pouring blood products in rapidly until about a half unit in ,then it starts dripping slowly. It is taking up to 10 mins or more to infuse 1 unit of blood. Infuser will rapidly infuse blood for about a half unit of blood then slow down to a slow infusion, at times takes 10 min or more to infuse a unit of blood. Has happened more than once with different patients. No injury reported.